Event description:
It was reported that aspiration failure occurred. A 2.1mm jetstream xc catheter was selected for a leg angiogram to treat peripheral artery disease. The jetstream xc catheter was prepped in routine fashion. While treating the stenosis, bubbles were noticeable in the aspiration tubing, and the device stopped aspirating. The catheter was taken out of the body and re-primed. The issue persisted so a new catheter was used to complete the procedure. There were no patient complications as a result of this event.